Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217792534 was returned and analyzed. Visual inspection showed the introducer was not sent and the loop was kinked multiple times. In conclusion, the mapping catheter failed the returned product inspection due to the loop being kinked. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.